Event description:
Information received by medtronic indicated that, customer reported insulin pump had frozen display. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. No harm requiring medical intervention was reported. Troubleshooting was performed and insulin pump was not responsive. Customer will discontinue use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
On (B)(6) 2022 customer called in with the following concern: patient reported frozen screen display: customer also reports the time clock does not advance. P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed displacement test and self test properly. All buttons were tested while navigating the menus and no frozen display noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. No anomalies during download history review. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, during visual inspection on the electronic stack, moisture damage was noted between the lcd glass and lcd board. Unit also received with cracked keypad at select button, cracked case (battery tube), broken battery tube threads, faded serial number label and scratched case. In conclusion, customer allegation was not confirmed. No frozen screen noted during testing. Unit functioning properly. However, moisture damage noted between lcd glass and lcd board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.